Event description:
Package indicated strattice 8cm x 8cm but product size was 6.5cm x 6.5cm. Product was implanted and no serious injury was reported. This complaint was evaluated as not reportable due to no serious injury. Lifecell is now reporting as a malfunction with the potential to contribute to a serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of info reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Review of the device history records resulted in no remarkable findings; at the time of initial investigation, (B)(4) other similar complaint was reported to lifecell against lot s104624. Of the (B)(4) devices processed for lot s10624, (B)(4) devices were distributed and (B)(4) devices were reported as implanted. This lot and piece size were part of a recall. As reported, no adverse event related to the complaint occurred, and the implanting physician elected to use the product. However, the device did not meet the specified size.